Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon investigation of the patient's pacemaker, it was noted that the device was unable to be interrogated. No intervention was performed and no adverse patient consequences were reported.